Event description:
Rn stepped into the patient's room at the time metronidazole infusion was finishing up. As she was checking the tubing, she noticed an area which was ballooning out. She immediately got the tubing out of the IV pump--no leakage or spillage noted. Infusion set was immediately sequestered and brought to quality by nurse manager. Infusion set was replaced, and no other issue has been reported. No patient harm.